Manufacturer narrative:
The tubing was returned to the manufacturer for evaluation. Analysis found that manipulation of the tubing at the female luer connection point resulted in a leak. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 15-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the tubing of the thermal therapy system leaked. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.